Manufacturer narrative:
Manufacturing site evaluation: investigation on-going, additional information and/or investigational results will be provided in a supplemental report.

Event description:
It was reported that an issue developed with the shunt system post-operatively. As a result, it was explanted. It was reported that this shunt system was implanted into a ten year old patient. Date of implant is unknown. As the valve could later not be adjusted, the surgeon decided to replace the shunt on (B)(6) 2019. It was stated that the valve was located "under the periosteum". The surgeon commented that this could have been the reason he was unable to adjust the valve. No other details are provided. There are no associated patient complications or adverse sequalae are reported.